Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of does not turn on was confirmed and reproduced during service evaluation. The quality engineer has identified the reported condition as a keypad issue. The assignable cause was a loose front panel keypad ribbon cable. The front panel keypad ribbon cable was reconnected onto the flexi cn604 connector to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will not turn on. It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. Upon further review, the quality engineer has attributed the reported condition to a keypad issue. This condition had the potential to interrupt delivery. No additional information is available.